Event description:
A patient underwent radiofrequency ablation of short segment barrett¿s esophagus using the halo90 ablation catheter. The patient developed a stricture after one treatment of radiofrequency ablation. The stricture wad treated with dilation. No further information was provided.

Manufacturer narrative:
The site has indicated that the incident sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Covdien reference #: (B)(4).